Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937a-35 implantable tachy lead, (B)(6) 2010; 693558 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling faint. It was also reported that the patient felt like [the patient] was having a "mini stroke". The patient inquired if the device battery was low. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient felt dizzy.